Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on (B)(6) 2017 by the facility, the subject device tested positive for escherichia coli.(>25cfu/100ml). It was also informed that the subject device tested positive for pseudomonas aeruginosa(<5cfu/100ml) in the additional surveillance test on (B)(6). The facility had been reprocessed the subject device using non-olympus automated reprocessor (soluscope 4) with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for following microorganisms. The biopsy channel:staphylococcus coagulase negative(3cfu/100ml), the air/water channel: bacillus(3cfu/100ml), the auxiliary channel: bacillus(5cfu/100ml). The testing indicated no microbial growth for the suction channel. The total number of detected bacteria from the subject device was 3cfu/100ml and the testing result cleared the (B)(6) guideline.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".